Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase. The device was received with cracked battery tube threads and scratched display window.

Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.